Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is use error- poor aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was the break in aseptic technique. On an unknown date, the patient began remedial therapy with tazim (4.5gm, bid, IV) and unizox (1gm, daily, IV). Dianeal and extraneal therapies were ongoing. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. It was unknown if the peritonitis was resolving.